Event description:
It was reported that following an intraoperative procedure for which a foley catheter had been placed preoperatively, the catheter was then prepared for removal. Balloon was deflated reportedly and removal was attempted unsuccessfully. Urology service was consulted. Several attempts at removal were made reportedly by inflating and deflating the balloon, after which the catheter was then able to be removed. No patient harm reported.